Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00645. This report is being submitted as additional information the event date was corrected based on additional information received. Additional information received regarding date of onset of stroke and symptoms. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 10 months. Manufacturer's investigation conclusion: the explanted pump was returned for evaluation. Thrombus was confirmed in the evaluation of (B)(4); however, a direct correlation between the pump and the reported subarachnoid hemorrhage could not be conclusively determined. In addition, a specific cause for the reported hemolysis could not be conclusively determined. The pump was returned with the driveline severed approximately 11¿ from the pump body and 29¿ of the severed portion was returned. The sealed inflow conduit and sealed outflow graft were returned. Upon disassembly of the device, a deposition was found in the inlet stator surrounding the inlet bearing cup. The deposition was tissue-like in nature, denatured, and displayed laminated layering, suggesting that it developed in the pump over an undetermined amount of time while the pump was operating. The observed deposition found in the pump could have contributed to the reported hemolysis. The deposition was sent to an outside lab for histology analysis and the results are pending. If any relevant information is received, the investigation will be reopened and updated accordingly. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Bleeding, stroke, hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient recently experienced a subarachnoid hemorrhage requiring reduction in anticoagulation. The patient then developed hemolysis with a concern for thrombus. The patient received a pump exchange on (B)(6) 2018. Additional information: it was reported that the patient had symptoms of weakness and altered mental status prior to incurring a subarachnoid hemorrhage on (B)(6) 2017.